Manufacturer narrative:
Additional information: medtronic received information that the imprecision was fifteen millimeters. It was noted that the site believed the reference frame was not affixed properly on the patient.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was noted that the site was recommended to re-affix the reference frame. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the 3d model for navigation was inaccurate. There was no patient present when this issue was identified. No additional information was provided.